Event description:
Reporter indicated a vns pt was having increased seizures above pre-vns baseline levels. No precipitating factors had occurred, and the cause of the seizure increase was unk, but the reporter felt the vns may have been nearing end of service. No other interventions for the seizures were performed. Since the generator was replaced, the pt's seizures have greatly improved. The explanted generator was returned for analysis and found to be functioning per specifications, and was not at end of service.